Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On the event date, the pt reported she has received a couple of occlusion messages on her insulin infusion device. She stated she does not currently have an occlusion error but was speaking generally of past events. She stated she is visually impaired and, when these occlusion occurred, she thought the battery was out but her husband confirmed it was an occlusion error. She said she would disconnect from her infusion headset and find the issue was with the infusion set tubing. She stated that in the past if her blood glucose was over 250 mg/dl she would change the "piggy tail" part and if it was over 350 mg/dl she would change the entire infusion set. She stated she had the last occlusion a few months ago and her readings were elevated for 2 days because she kept her headset in for 2 full days instead of changing it. She is currently rotating her sites below her belt line as she has no scar tissue there. No product will be returned for evaluation.